Event description:
It was reported that the device was used during a cholecystectomy, the clip malformed (tear drop shape). Another device was used to complete the case. There were no adverse consequences to the patient.